Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). After a non-bsc guide wire crossed the lesion, a 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body by simply pulling it out. The device was replaced with a 2.5mm-30mm coyote nc balloon catheter. Subsequently, further dilatation was performed with a 3mm-40mm non-bsc balloon to complete the procedure. No patient complications were reported and patient's status was stable.